Event description:
I was using an alaris pump to infuse vasoactive drips. I was infusing primicor and the channel kept alarming that air was in the line even though there was no air present. I removed this channel and replaced it after several alarms continued to happen without air being present. The second channel was programed and relief came to allow me dinner. I left the patient and returned about 45 minutes later. I was infusing blood and blood products in the patient. Approximately 30 minutes after my return the IV pump started alarming air again in the primicor line. I investigated and there was air and the primicor bag was empty. The pa was present and texting with the physician. I informed them that the whole bag of primicor infused and asked him to relay it to physician since they were texting. Asked how long the infusion should have lasted and I told him several hours at the infusion rate it was dosed at which was 0.1 mcg/kg/min. The pump was removed from use.